Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
A revision was necessary due to an occlusion of the peritoneal catheter. During this operation, they also took culture samples and tested positive for ralstonia pickettii. They replaced the bactiseal catheters. The belief is that the infection occurred during the operation in october.